Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose and insulin pump had keypad issue. The customer¿s blood glucose level was 429 mg/dl. Customer stated that there were no response from any button. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. The customer declined troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.